Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and a motor error. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and the insulin pump was not bumped or dropped. Customer also reported that the insulin pump display was blank and the display did not return even after it was restarted. Customer had a motor position encoder error as well. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and not expected to return for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify compromised force sensor and motor position encoder error alarm due to motor error alarms.